Event description:
The customer reported a failure to discharge during cardioversion. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge during cardioversion. There was no negative patient impact. The device was evaluated by a philips fse. The symptom was not reproduced. The device passed all testing and was returned to service. We are considering this a malfunction based on the customer's description only. We cannot determine the cause of the malfunction as the issue could not be reproduced. No formal response was requested and none is warranted.